Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple station required remote assist. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple stations needed to have remote assist updated. A technical support specialist dialed into all affected station and proceeded to rename them in remote support service, salesforce, and bd remote assist. Restarted the bd data synchronization services from the backend command on station, and the customer confirmed that all affected stations reflected the correct names and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.